Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a thrombectomy procedure, a crack was noted on the catheter. A angiojet zelantedvt catheter was selected. During preparation, the device did not load properly and a crack was noticed, causing a leak. This device never entered the patient. The procedure was completed with a different device. No patient complication were reported.